Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that patient has had severe problem with the deep brain stimulator (dbs) , patient further stated that the wire that connected to the ins was flowing down their collar bone causing the patient a lot of pain. The ins was dislodging from the lower chest and moving up towards her collar bone. It was stated that every time the patient is charging the device, they get a metallic taste in their mouth. Patient was also experiencing an issue with the battery life reflecting the incorrect charging status, further mentioning that the battery will show that it is fully charged, but it¿s not actually fully charged. Additional information was received from the patient reporting that the device is protruding outward and it has been uncomfortable since implant (B)(6) 2017. They state the doctor implanted it too far back and they couldn't get a signal. Patient stated the doctor revised the ins position in (B)(6) of 2018 but it was placed too far forward. They state it feels funny when she charges the ins since implant.